Event description:
Caller alleged discrepant inratio inr result. Results as follows: date: (B)(6) 2013; inratio inr: 1.2, 3.2 and 3.1. The time between testing was five minutes and the pt did not use the first drop of blood on the first test, resulting in an inr of 1.2. Additionally, the pt rec'd an unspecified error however, was not able to provide any add'l info regarding the error. The lot number was not provided as the pt discarded the strips and package. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.